Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection and tenderness around the pump. The ipp cylinder and pump was explanted the reservoir was drained and left in the patient, and the infection site was washed out with antibiotics and peroxide in the procedure and a new tactra malleable penile prosthesis was implanted. The patient fully recovered following the procedure.